Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation the ar-6480 dw, arthroscopy pump, functioned properly. However, both inflow and outflow motors require an upgrade. The inflow and outflow motors were observed to be noisy at 89db's and performing below specification at 1300 mls per minute. Physical damage was found to the lcd touch screen, the top cover, bottom cover, and bezel. Confirmed unit software version is v1.8 rev 24. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/01/2025, a sales representative reported via (B)(6) that an ar-6480 dualwave pump was producing an error saying something like "pressure fault," and no patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.